Event description:
It was reported intermittently that the customer's fill tubing sequence was taking more insulin than previous fill tubing sequences and that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Customer's blood glucose level was 346 mg/dl. Reportedly, multiple supply changes were performed to address the issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.